Manufacturer narrative:
A pt underwent a breast reconstruction and the surgeon placed a drain. She was taken back to surgery the following day because she developed a hematoma in the surgical site and had to have the drain removed, the hematoma evacuated and a new drain placed. There was no info provided regarding any concerns of the performance of the drain following surgery. No other adverse events were reported. Two samples were returned for eval. The drains and reservoirs were both half filled with coagulated bloody drainage. They were tested suctioning air and then fluid. The first sample functioned according to spec. The drainage in the second sample had solidified so much in the drain that it was difficult to assess. The drainage was present throughout the drain and in the reservoir, indicating the sys had been functioning and that at some point, became clogged. Drainage is to be assessed regularly during the immediate post op period to assure that drainage is not left stagnant in a drainage sys. This should have been identified by the clinical staff. It is our opinion that the incident was not the result of a malfunction.

Event description:
A surgical drain was placed during a procedure. The pt was taken back to surgery the next day due to the development of a hematoma. Drain was removed.